Event description:
It was reported that a malfunction occurred on the pump with no notable events prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was instructed to return the problematic pump using a pre-paid label within 10 days, after putting it into storage mode, which they understood and acknowledged. The customer did not have an available backup therapy but planned to consult their healthcare provider.